Event description:
Pt underwent breast reconstruction in 1977 using double lumen implants. She underwent both closed and open capsulotomies on right for contracture. She is experiencing discomfort and contracture and calcification necessitate removal.